Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the rv lead was showing high threshold values. Therefore the lead was replaced with a competitors device, and completed successfully. No further adverse patient effects were reported. The rv lead will not be returned for analysis, as it was capped off, and remains implanted.